Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1020 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects, and there was no tissue within the jaws. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors, and that it was released upon meeting all quality requirements.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/08/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, tissue would stick to the jaws of the device and the jaws were difficult to open after sealing. A new device of the same type was used without issue to continue the procedure.